Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. No lot number was provided. Mfg records could not be reviewed without a lot number. The subject device showed no visible damage when received. The device was noted to be a very old device, older than 11 years, but it still met our specifications fully. The complaint is invalid from a mfg standpoint.

Event description:
It was reported that the depth gauge was assembled backwards. When the device was taken apart and assembled correctly, the measurements could not be read.